Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the damage observed on the distal end resulted from improper handling of the device. However, the root cause of the complaint could not be conclusively determined. The events can be detected and prevented in accordance with the following sections of the instructions for use (instructions for use_ 99-1080_bg): "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects;" "keep the distal tip of any electrode, probe, laser fiber, or other ancillary device in the field of view at all times when active." ( page 4) olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the rigid endoscope telescope's distal tip was burnt. There were no reports of patient involvement.